Event description:
Procedure type: laparoscopy. Patient sex: unk. According to the reporter, the trocar came apart while being removed from patient. No ill-effects to patient. No further information was given to the company representative from the user facility. No patient injury was reported.